Event description:
(B)(4) clinical study. It was reported that post stenting procedure, the patient experienced angina. In november 2010, the patient presented with complaints of sharp exertional chest pain associated with shortness of breath. The subject was diagnosed with stable angina and cardiac catheterization was recommended which revealed a de novo target lesion located in the 70% stenosed proximal left anterior descending artery which was 10mm long with a reference vessel diameter of 3.00mm. The lesion was treated with predilatation and placement of a 20 x 3.00mm taxus® liberté® drug eluting stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with exertional anterior chest pain and was hospitalized within the same day. At the time of the event, the patient was on aspirin and prasugrel. Cardiac catheterization was recommended which revealed 80% mid stenosis just beyond the stented segment and 50% ostial stenosis of the 2nd diagonal jailed by the study stent. The patient was referred for percutaneous coronary intervention wherein the lesion was treated with balloon angioplasty and placement of a 2.00x23mm non bsc bare metal stent resulting to 0% stenosis. In addition, the 50% ostial stenosis in 2nd diagonal and proximal left anterior descending artery jailed by the study stent was first treated with a 2.5x20mm non bsc balloon but was unsuccessful. Then second attempt was made to pass a 2.5x6mm non bsc balloon but was again unsuccessful as the origin of the vessel could not be crossed. Eventually, it was decided that the lesion be treated medically. The 70% in-stent restenosis of an unknown stent placed in the mid right coronary artery was treated with balloon angioplasty using a 3.50x20mm non bsc balloon resulting to 10% residual stenosis. The event was considered resolved without residual effects. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).